Event description:
During baxter's evaluation of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The confirmed symptom was found to be caused by cracks on the upstream sensor tail. The failed upstream sensor was replaced.